Manufacturer narrative:
Cable.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to adc failure of the data acquisition pcb board. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician replaced the cable from the data acquisition pcb board to the motor controller pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.